Event description:
Rptr stated that a neonate's blood glucose was measured, on the performa system, with a result of 46 mg/dl. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 60 mg/dl. Rptr indicated that the pt was not treated based on the value obtained on the suspect device. No adverse event was reported. Quality control testing was reportedly performed on the performa system and the values were within acceptable ranges. Technical support requested the return of the suspect product for eval.

Manufacturer narrative:
The event occured in other country.